Event description:
MRI port placed 4/25/1998, however upon seeing the oncologist, while injecting the port, the subcutaneous pocket dilated up. Chest x-ray obtained and catheter had migrated into rt ventricleor right atrium. Fractured MRI port. Heart cath to remove foregin body 5/13/1998. Removal of MRI port and replaced 5/26/1998.